Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3: the device has been received and an evaluation is pending.

Event description:
It was reported that the device had black screens and beeps after attempting to upgrade. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device black screens and beeps due to corrosion under compact flash card port on logic board; logic board replaced. Software version as found 9.19.1; as left 9.33.1. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - corrosion (under ports). A review of the device history record showed the device had a manufacture date of 17mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had black screens and beeps after attempting to upgrade. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device black screens and beeps due to corrosion under compact flash card port on logic board; logic board replaced. Software version as found 9.19.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 17mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - corrosion (under ports). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had black screens and beeps after attempting to upgrade. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had black screens and beeps after attempting to upgrade. No additional information was provided. There was no patient involvement.